Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
A universal serial bus (usb) (lot number 2140436) adapter was returned for evaluation. A visual inspection was performed and no defects were found. A load test was performed and the test passed. The reported event that the ac adapter was overheating was not confirmed. A root cause could not be determined. It is unknown if the returned accessory is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient's ac adapter was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.